Event description:
The hcp initially suspected a catheter problem. He accessed the catheter access port and was able to aspirate cerebrospinal fluid. The catheter was not primed following the indium study. The pt was given oral baclofen but the patient ended up in the emergency room in withdrawal.

Event description:
The manufacturer's representative reported that the patient was observed "for awhile", but was not hospitalized. A catheter revision was performed; catheter was found to be functioning normally. The dosing scheduled was adjusted and currently "seems to be working well for patient".

Event description:
The hcp reported that the date of onset of reported event was 2005. The pt experienced tachycardia and tremors. Oral daclofen was administered followed by a bolus of 50 mcg of intrachecal baclofen. A dye study showed "possible leak at junction of the reservoir and catheter. Additional suture was put in". The pt recovered without sequela.